Event description:
A customer reported experiencing a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the cartridge and o-ring, clean the pneumatic tap area, and follow the load process instructions. The customer successfully loaded a new cartridge onto the pump and was able to resume insulin delivery.